Event description:
It was reported that catheter issues occurred. The 90% stenosed target lesion was located in the moderately tortuous vessel. When the opticross hd imaging catheter was flushed, the lap joint was pulled and the device separated. The same thing occurred with 3 other catheters. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked. Visual and microscopic inspection revealed the imaging window was detached near the lapjoint section. The imaging window was not returned for analysis.

Event description:
It was reported that catheter issues occurred. The 90% stenosed target lesion was located in the moderately tortuous vessel. When the opticross hd imaging catheter was flushed, the lap joint was pulled and the device separated. The same thing occurred with 3 other catheters. The procedure was completed with another of the same device. There were no patient complications.